Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an unknown failure was confirmed and reproduced by baxter service personnel. Quality engineering has confirmed this as failure code 199:117:284:0000 found in the event history. The root cause of this condition was not determined. This device is a baxter stay-in device and will not be repaired at this time. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with an unknown failure. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.